Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent a primary breast augmentation with a 550cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025, and replaced with a 750cc mentor smooth round moderate plus profile saline breast prosthesis (catalog number 3502750) with serial number (B)(6).

Manufacturer narrative:
On may 22, 2025, the mentor failure analysis lab has received the device for evaluation. On may 29, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mpps dv 550cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified two tears on the posterior view, measuring approximately less than 0.1 cm. In addition, no other leak sites were detected during the analysis. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).